Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported during normal follow up, externalized conductors were observed via diagnostic imaging. Patient was asymptomatic. It was noted that the patient had recently received a successful appropriate therapy. No electrical anomalies were detected. Patient will be monitored.